Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having jaw pain and discomfort with headaches. They are waiting to see the dentist for a dental exam, scheduled to see the dentist in (B)(6). Their aligners are broken and their teeth will not stop shifting into an underbite. Their underbite is coming back and they are also experiencing a cross bite. It is making their lip protrude outward.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.